Manufacturer narrative:
Explant due to moderate regurgitation was reported. It was also reported that anterior leaflet and the posterior leaflet couldn¿t align well as the material of the tailor ring was too soft to reshape the annular. The investigation found that the ring was noted to be blue/purple in color. No damage or anomalies were noted to the ring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm sjm tailor¿ annuloplasty ring was selected for implant to repair the mitral valve. After implantation of the tailor ring, the physician found that there was still a moderate regurgitation. The physician alleged that the material of the tailor ring was too soft to reshape the annular. Because of this, the anterior leaflet and the posterior leaflet couldn¿t align well. The physician explanted the mitral ring and it was replaced with a 27mm masters mechanical heart valve instead. The procedure time was extended about 25 minutes. The procedure was finished successfully without patient consequence. The patient remained stable throughout the procedure and is currently safe and stable.